Event description:
It was reported that the patient's internal device has migrated and is hanging outside the skin through a small hole at the implant site. The electrode array remains inside the cochlea and the patient is able to hear with the device. The company is in the process of gathering additional information and will submit a supplemental report.